Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was re-programmed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high outputs were noted on the leadless implantable pulse generator (ipg) which could affect battery longevity. The ipg remains in use. No patient complications have been reported as a result of this event.